Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic peritoneal endometriosis and colon lowering surgery, the loading unit was connected to the stapler, the green button was pressed, and the surgeon tried to begin firing but the stapler did not work. A new loading unit was used to replace the one with the problem and the surgeon completed the case. There was no patient injury.